Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 7 events were reported for this quarter. Product return status - 7 device investigation types have not yet been determined. Additional information: 7 devices were labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. 7 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 7 previously reported events are included in this follow-up record. Product return status 7 devices were not available for evaluation.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. - 7 events had the problem identified during a non-clinical procedure; there was no patient involvement.